Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06712, 2938836-2019-06713. It was reported that when a patient presented in clinic for a follow up, high capture threshold and high pacing impedance on the rv lead were observed. During the procedure, it was determined that the cause was twiddler's syndrome causing lead damage on the rv lead. The ra and lv lead were also both found to have been dislodged. The rv lead was capped on (B)(6) 2019 and replaced. The patient did well before, during, and after the procedure.